Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. Device evaluation: one device was returned for investigation. Visual inspection found the enclosure was cracked underneath the quick connect, water tank cover had a small crack on bottom left corner, and front cover had some nicks in it. Functional testing found the device was leaking from underneath the drain tube (quick connect). The complaint was confirmed. Probable cause would be over tightening the quick connect. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the enclosure, membrane switch, water tank cover, front cover, reflux plug, labels. Performed preventative maintenance, changed o rings and reservoir gasket. Calibrated device. Device passed functional testing after the completed repairs.

Manufacturer narrative:
Other text: UDI section of d4 is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has significant leakage. Patient involvement unknown.